Event description:
It was reported by the patient¿s family that two days post implant, one of the leads was not working properly and the patient had to have surgery again. The patient¿s family stated, ¿they upped the device. The device ate up the battery life until they corrected the lead. The doctor's office shows that the battery has 10 years, but the app shows 3 years.¿ the right ventricular (rv) lead and device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.